Event description:
After arthroscopic knee surgery, pt, and md, removed the catheter from their pain care. When it was difficult to rmove they pulled it. The catheter broke. Initial xray did not show piece in surgery site. Md contacted mfg who confirmed that catheter had radio-opaque stripe. Second xray revealed piece of catheter. Knee was swollen. Second procedure removed the broken piece as well as lavaged the knee. Staph infection dianogsis following the removal required the use of IV antibiotics.